Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) product type lead product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2023 product type lead product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2023 product type lead h3. Analysis of the implantable neurostimulator (ins) (B)(6) found no anomalies. H6. Results code c20 no longer applies. Method code b17 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the device was returned due previously reported issues during implant.

Event description:
The healthcare provider reported via the manufacturer representative that there were high impedances on contacts 6 and 7 that were 40000 ohms. The patient was having their system replaced. Troubleshooting had the surgeon dry off the lead tail and reinsert several times and switch ports but the impedance issue didn't go away. The surgeon asked for a new lead which didn't change any of the impedance problems. A new battery was also tried which didn't get rid of the impedance issues. The surgeon elected to move forward with the two contacts out.

Manufacturer narrative:
D10/d11: concomitant medical products: product ID 977c165, serial# (B)(6). Product type lead product ID 977c165, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2023, product type lead product ID 977c165, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2023. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.